Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device was explanted and the right ventricular lead was surgically abandoned due to pacing inhibition and loss of capture that resulted in greater than two seconds of asystole. The rv lead also exhibited loss of sensing. No adverse patient effects were reported.